Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a larynx tumor, polyps and sinus issues. The patient alleges black dust in the device. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a larynx tumor, polyps and sinus issues. The patient alleges black dust in the device. The patient did not report to receive medical intervention. The updated describe event or problem will be: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, dust particles were found. Also, patient has alleged of larynx tumor, polyps and sinus issues. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI, operator of the device, operator of device - other are updated in this follow-up. In box e: health professional (rfb), health professional, init. Report sent to FDA (rfb), occupation (rfb), occupation are updated in this follow-up. In box g: report source, report source - other, date received by mfg is updated in this follow-up. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, recall (z) number are updated in this follow-up.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes below in error. "During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, dust particles were found". Please note that following further review of complaint information and device evaluation it was determined that the device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal inspection of the device found out high pitch blower whine, air inlet filter missing, ui (users interface) knob missing, air outlet port had dust-like contamination in it, air inlet had white dust-like contamination in it, pca (printed circuit assembly) had significant dust-like contamination all over the top of it especially near the ui (users interface) knob area. Dust-like contamination on the top of the blower motor, inside of the blower box, bottom enclosure, top of the blower box lid and surrounding area. Blower grommet not seated in upper blower box and slid down wire. The air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had significant dust-like contamination on top of it. The device's downloaded event log was reviewed by the manufacturer and error code found. Pil initiated therapy with the device and verified airflow, a high pitch blower whine observed. There were no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The investigation concluded that evidence of sound abatement foam degradation/breakdown was not observed in this device. In this report, box b, d, h has been updated/corrected.